Event description:
This lead was explanted and replaced due to high thresholds. According to clinic patient had been programmed to 5.0 volts at some point after implant. Patient had increasing thresholds on subsequent interrogations in-office. Capture was intermittent at max output and pulse width. Capture was consistent in unipolar but patient could not tolerate unipolar pacing. Physician diagnosis was exit block. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.